Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suturecut needle driver instrument had an issue. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue did not involve a problem with the instrument moving in the opposite direction/ non-intuitive motion. The issue did not involve limited or imprecise motion (e.g. Tips not opening, tips not closing, instrument not moving/ remains static). The issue involved a broken cable. The instrument is available for return to isi for evaluation.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.